Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter: after firing, the releasing button was not pressed, but the device came off of the tissue. It was used on the low part of the rectum, so additional manual suturing was done. Oozing under 200cc occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was extended more than 30 minutes. The surgeon had to resect more tissue than what was originally planned since they had to redo the anastomosis.